Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5, h11. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported. Unk - nails (part# unknown, lot# unknown, qty 1). Insert-handle radioluc fem recon nail (part# 03.033.001, lot# 71p1520, qty 1).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary/ photo investigation: the device was not returned for investigation. A photo investigation was completed using the images provided under the attachment section. In the image, the threaded portion of the driving cap f/insertion handle can be seen broken. This could have been due to un-intended excessive force applied on the driving cap during surgery. A definitive root cause cannot be determined from the available information. Manufacturing record evaluation could not be performed as no lot number information was not available. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition of broken could be confirmed based on the image. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history review DHR review could not be completed as no lot number information was available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during a femur procedure, the driving cap/threaded broke during insertion of the femoral recon nail (frn). There was no patient consequence. There is no further information available. Concomitant device reported: unk: nail: (part# unknown; lot# unknown; quantity: unknown) this report is for (1) driving cap/threaded. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.010.523, lot: 4l68813, manufacturing site: bettlach, release to warehouse date: 25 october 2019. A manufacturing record evaluation was performed for the finished device and no non-conformances related to malfunction were identified. Visual inspection: the driving cap f/insertion handle (p/n: 03.010.523, lot number: 4l68813) was received at us customer quality (cq). Visual inspection of the complaint device showed the threaded distal tip had broken off and the broken tip fragment was stuck inside insert-handle radioluc fem recon nail (part# 03.033.001, lot# 71p1520). The driving cap had surface scratches along the shaft and minor dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. The provided photographs were reviewed and no additional issues were observed. Device failure/defect identified? Yes. Dimensional inspection: (manufactured rev) measured dimensions: shaft od = conforming groove diameter= conforming. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the distal tip has broken off. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.